Event description:
A surgeon reported that it appeared that the corneal flap had been successfully completed in the left eye; however, the surgeon was unable to lift it. The surgeon noted that there was no side cut. The procedure was aborted. The surgeon was able to complete the treatment in the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided. Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).